Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. It was reported the patient self administered their "own medication" (dose, route and frequency were not reported) for three weeks. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.